Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported pain and rupture of breast implant device on right side, device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late.

Event description:
Patient later reported cyst and ":peri-implant fluid."

Event description:
Patient reported feeling discomfort in right breast when sleeping and wants to have the implant removed as is worried due to bia-alcl risk.

Event description:
Patient reported pain, cyst, ":peri-implant fluid" and rupture of breast implant device on right side, device has been explanted.